Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries didn¿t last for preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the batteries ((0146-00-0039). The fse completed the pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.